Manufacturer narrative:
(B)(6). The product was returned for evaluation and testing; however, the engineering evaluation is not complete. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
Additional information: the perforated sheath was removed from the patient along with the optease filter (complaint product). There was no loss of vascular access as a result of the perforated sheath. There was no damage noted to the product packaging upon inspection prior to use. There was no reported difficulty removing the product from the packaging. The product was inspected prior to use and appeared to be normal. The product was prepped properly according to the instructions for use (IFU) with no problems noted. No additional information is available. Additional information will be submitted within 30 days upon receipt.

Event description:
As reported, during implantation of an optease inferior vena cava (ivc) retrievable filter/55 cm kit, the physician performed the venogram as per the instructions for use (IFU). During introduction of the optease into the sheath the physician felt resistance in the proximal portion approximately fifteen cm. (15 cm.) From the hub. The filter appeared to get hung up in the sheath wall and protruded out, upon which the device was completely removed and a new filter kit was used. There were no complications and the device never entered the patient. Additional information has been requested.

Manufacturer narrative:
As reported, during implantation of an optease inferior vena cava (ivc) retrievable filter resistance was encountered at the proximal portion (15cm from the hub). The filter appeared to get hung up in the sheath wall and protruded out, upon which the device was completely removed and a new filter kit was used. There were no complications and the device never entered the patient. There was no loss of vascular access as a result of the perforated sheath. Upon return of the device for analysis, the cannula appeared to be cut. Follow up investigation with the customer noted that it was cut at the account to remove the filter and was discarded. There was no damage noted to the product packaging upon inspection prior to use. There was no reported difficulty removing the product from the packaging. The product was inspected prior to use and appeared to be normal. The product was prepped properly according to the instructions for use (IFU) with no problems noted. The device was returned for analysis. A non-sterile unit optease filter was received inside of a plastic bag. A cordis csi cannula and a filter were received. The filter was received inside the csi cannula with the filter/barbs observed protruding 1 cm from the distal cannula. Tip filter was observed 1cm out of the distal cannula. The csi cannula was observed cut at 16 cm from hub. The portion cut was not received (missing cannula tip portion). Functional analysis could not be performed due to device condition received (cannula perforated, filter inside from csi cannula). Filter removed from the cannula sheath with an lab sample obturator. The filter was inspected under vision system and dried blood residuals were observed. The filter was washed and no damages were observed on filter barbs. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The IFU instructs to slowly advance the filter into the sheath introducer by advancing the obturator through the end of the storage tube until the filter is positioned well into the cannula of the sheath introducer. Continue to advance the filter until the marker on the obturator is positioned at the sheath introducer hemostasis valve. This indicates that the filter is at the distal tip of the sheath introducer but still fully within the sheath introducer. Note: if filter advancement is problematic when using a tortuous vessel approach, stop filter advancement prior to the curve. Advance the sheath introducer to negotiate the curve, then continue to advance the filter. When filter is passing an acute bend inside the sheath due to vessel tortuosity, the barbs in the filter have the potential to stick out resulting in resistance/friction advancing the filter through the sheath. If force is applied, the barbs have the potential to perforate the sheath. The reported ¿filter/ impeded-perforated sheath¿ as well as a cut condition of the cannula was confirmed through analysis of the returned device. The exact cause of the impeded filter could not be conclusively determined. The account noted that the cannula was intentionally cut. Neither the DHR review nor the product analysis suggests a design or manufacturing related cause for this event; therefore, no corrective actions will be taken at this time.